Event description:
It was reported that after an interventional procedure, arteriotomy closure of a scarred right common femoral artery was attempted using a perclose proglide device. Reportedly, as the knot was advanced to the vessel the suture broke. A non-abbott device was used to achieve hemostasis. The physician noticed some fibrous tissue during insertion of procedural sheath into the groin/access site as well as the attempted deployment of the proglide device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed as analysis of the device indicated the suture remained inside the device undamaged; therefore, it would not be possible to advance the suture knot as reported. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.